Event description:
Caller reported that the pump battery would not charge, and despite using a tandem charging cable and wall adapter, the connection remained unstable. There was no reported adverse impact to the customer's blood glucose level. Cts decided to replace the pump and instructed the caller to rely on an alternate form of insulin therapy until the replacement arrived. Additionally, the caller was informed on how to prepare the pump for return, which they acknowledged.